Manufacturer narrative:
(B)(4). Recall number: as the device product code is unknown both FDA recall numbers will be identified: z-1225-2019 and z-1226-2019. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on an unknown date, during an unknown procedure, the surgeon now has a case related to loss of height for the concorde lift implant. The procedure and patient consequence were unknown. This complaint involves one (1) device.